Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom " 'door not fully latched' alarms", determined to be caused by cracked threaded insert bosses and raised threaded inserts, causing material separation between the front case and mechanical assembly. Additionally, the evaluation found loose hardware that secures the mechanical assembly into the front case. All of these factors are known to cause "door not fully latched" alarms. The front case assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no pt injury.